Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 16mm longitudinal tear staring 22mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach from the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, during the inflation at approximately 2 atmospheres, the balloon ruptured. The procedure was completed with another 2mm coyote es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach from the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, during the inflation at approximately 2 atmospheres, the balloon ruptured. The procedure was completed with another 2mm coyote es balloon catheter. No patient complications nor injuries were reported.